Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) confirmed that this has been a gradual rise. Ts also noted that there has been a fluctuation in pace impedance measurements, however these remains within normal limits. Lead replacement was recommended as well as troubleshooting options. No adverse patient effects were reported. This lead remains in service.